Manufacturer narrative:
The tech found the caster was ratcheting. The tech replaced the left food end caster to repair the stretcher.

Event description:
Info rec'd indicates the foot end of the stretcher moves a few inches with the brake engaged.